Event description:
It was reported that a patient has anterior capsule contraction syndrome. The surgeon performed a yag. Additional information has been requested, but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.